Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device received for analysis. Eng eval completed on 2020.05.18 by nf. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified). The returned instrument appears to be missing the talar mill bit collar subcomponent. Based on the information provided by the sales representative and the fracture surfaces of the shaft and of the hudson connection the fracture appears consistent with the device being used off-axis in the cutting block. The deformation appears consistent with normal use during milling. The deformation appears consistent with assembling/disassembling from a mating device. The deformation on the two subcomponents may also be the result of meeting sharp, surgical tools during reprocessing. Design-related issues: the design of the talus mill bit has been in the field since 2017. Exactech is not aware of any other similar complaint report involving broken talus mill bits since its introduction. Because the talus mill bit is used in total ankle surgeries, sales data for talar components was used to calculate an approximate complaint occurrence rate of <0.5%. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 50 units, which have been in the field since 2018. Therefore, this issue does not appear to be manufacturing-related. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr and racr. The broken talus mill bit reported in case-2019-00001748 was likely the result of the device being used off-axis due to not fully inserting the mill bit into the cutting block, as stated by the sales representative. At the time of this investigation, this incident appears to be an isolated event. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The returned instrument appears to be missing the talar mill bit collar subcomponent. There was no reported patient adverse event, and it was confirmed that pieces fell into the surgical site. An investigation was conducted; the broken talus mill bit reported was likely the result of the device being used off-axis due to not fully inserting the mill bit into the cutting block, as stated by the sales representative. At the time of this investigation, this incident appears to be an isolated event.

Event description:
It was reported from ous that during an orthopedic surgery the mill tool was not completely inserted into the cutting block when the drill machine was turned on. This caused the cutter head to tilt and thus shear off. The surgery went well. It was confirmed that no pieces fell into the surgical site and no pieces were left in the patient. It was stated that the surgery went well without any other complaints. There were no delays and no reported patient adverse event. The returned instrument appears to be missing the talar mill bit collar subcomponent. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.